Event description:
Patient underwent full revision surgery on (B)(6) 2015. The explanted products have not been received to date.

Event description:
Clinic notes were received indicating that high impedance with greater than 10,000 ohms were observed on (B)(6) 2015. Lead revision is planned but no known surgical interventions have occurred to date.